Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that the recharge burden for the patient's ipg has increased. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the replacement charging system. Surgical intervention will be undertaken on a later date to replace the patient's ipg.